Manufacturer narrative:
Mc3 received photographic evidence of a catheter that was used on patient for 53 days. The photograph showed a radial fracture on the body of the catheter on the black marker. There were several sutures in multiple locations with some placed on the catheter body. The IFU warns " do not suture directly around the wire-reinforced section of the catheter as it can cut, kink, or damage the catheter. Suturing on the catheter body should only occur on the integrated suture site". The fracture may have been caused by the securement method or another unknown reason. There is no clear evidence of a kink in the catheter from the information. Tt is not possible to reach a root cause without investigating the subject device which has not yet been returned.

Event description:
The patient was supported on ECMO since (B)(6) with extracorporeal circuit including subject catheter device for 53 days. On (B)(6), when nurses were turning patient over and re-positioning patient , air started entering the ECMO circuit. The clinicians could not find where air was coming from. The clinicians attempted to de-air the circuit, but air still entered. Patient was taken off ECMO support and then 40 minutes later the patient died, afterwards, the clinicians inspected the catheter and found a crack right along one of the black lines below gold suture area. This was the suspected location where the air entered the circuit.

Manufacturer narrative:
Mc3 recieved photographic evidence of a catheter that was used on patient for 53 days. The photograph showed a radial fracuture on the body of the catheter on the black marker. Therse were several sututres in multiple locations with some placed on the catheter body. The IFU warns " do not suture directly around the wire-reinforced section of the catheter as it can cut, kink, or damage the catheter. Suturing on the catheter body should only occur on the integrated suture site". The fracture may have been caused by the securement method or another unknown reason. There is no clear evidence of a kink in the catheter from the information. The returned device was examined and the fracture found to be possibly caused by suture saw cut or scapel cut propagation.

Event description:
The patient was supported on ECMO since april 6 with extracorporeal circuit including subject catheter device for 53 days. On august 21, when nurses were turning patient over and re-positioning patient , air started entering the ECMO circuit. The clinicians could not find whereair was coming from. The clinicians attempted to de-air the circuit, but air still entered. Patient was taken off ECMO support and then 40 minutes later the patient died, afterwords, the clinicians inspected the catheter and found a crack right along one of the black lines below gold suture area. This was the suspected location where the air entered the circuit.